Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the rxverify was not working. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had been offline for three days. A field service engineer advised informing user to contact the facility's it department to investigate any potential network issues that may be causing the outage. Additionally, recommended that user call the pharmacy and request that stat out the medication if necessary to ensure there are no disruptions in patient care. A follow up was raised requesting additional repair information but no further information was available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the rxverify was not working. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.